Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing a shocking sensation. The shocking started a few months ago. The patient turned their therapy off, and they do not experience the shocking when it is off. Impedance tests were taken with the patient in different positions and all of the impedances we normal. The patient¿s system was palpated and the symptoms were not reproduced. The patient¿s ins was replaced as it was at the elective replacement indicator. When the device was removed from the pocket fluid was observed inside the connection site to the device. When the extension plug was removed there was fluid, and a solid substance adhered to the extension plug. The solid substance was removed from the extension connection and the contacts were cleaned and dried. The extension was connected to a new ins and impedance tests were normal. The patient did not have any shocking sensation for a time, but it was reported to have returned a few days later. The patient is meeting with their healthcare provider for further evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from manufacturing representative. It was reported that the patient has been seen for follow up with their healthcare provider. The patient¿s impedances were measured again and found to be normal. Further palpitation of the system was performed and the symptoms were not reproduced. The patient¿s healthcare provider is going to follow the situation. The shocking is reported to be resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found that the battery was at the normal end of life. The output and telemetry were noted to be okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.